Event description:
Two gore viabahn endoprosthesis devices were used for the treatment of a calcified stenotic lesion of the left common femoral artery. The vessel was pre-dilated with a 4 mm balloon and two devices were advanced through a 7fr introducer sheath and deployed. After the withdrawal of the second delivery catheter, the physician noticed the distal delivery catheter tip was missing. Imaging showed the detached distal catheter tip had lodged in the hunter's canal area. The detached tip remains in the vessel and the physician will continue to monitor the pt.

Manufacturer narrative:
Delivery catheter was discarded by the user facility. Detached distal catheter tip remains in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.